Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was unsuccessfully placed due to undersensing. Addition information was obtained from a field representative indicating that this lead was implanted into a suture from a previous open heart surgery. The suture reportedly wrapped around the helix and required significant force to be extracted. The lead was eventually extracted with the suture still attached. Another lead was successfully implanted. This lead was never in service. No additional adverse patient effects were reported.